Event description:
It was reported that the patient underwent left total knee replacement. It was unknown if there was any surgical delay. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).